Event description:
It was reported that, the aiming beam is not aligned. The alignment was checked and the aiming beam intensity was identified to be low. There was no patient involved.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The reported misalignment allegation was confirmed. It was identified that the aiming beam intensity was low. The micromanipulator mirror was cleaned and checked for alignment. Based on the information available, it is likely that the micromanipulator mirror was defective requiring adjustment. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, the aiming beam is not aligned. The alignment was checked and the aiming beam intensity was identified to be low. There was no patient involved.